Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 347 mg/dl. Customer stated that she feels dizzy and feels like she going to vomit and she feel really tired. The customer was treated for high blood glucose with syringe. The customer was explained the 2 rules of high blood glucose. Customer did not want to continue troubleshooting for high blood glucose she is not feeling well. Customer is calling to get training for her sensor.